Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and no anomaly was found. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the low battery voltage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital for an unrelated surgery, physician was unable to deactivate the hv therapy because device could not be interrogated. Patient was transferred to another hospital but device interrogation failed at this clinic also. Patient did not receive any notification for eri. Device was explanted and replaced.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.